Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav catheter and an irrigation issue (device used on patient) was observed. Irrigation / flushing of the saline could not be performed with the pentaray nav catheter. The procedure was not delayed due to the reported issue. The procedure was successfully completed. No patient consequence. Additional information was received on 10-sep-2025. The device was used in the patient. Automatic pump was not used for this device. Irrigation of this device was controlled with pressure bag and intrafix primeline standard IV set. Physician taken out the device to exchange with another catheter. When inserting back, the pentaray nav catheter (the device for this product complaint), irrigation was not able to perform. Since flushing could not be performed, therefore confirmed that the irrigation system for the device was damaged. Another catheter/device was opened to replace the damaged piece. Correct catheter settings were selected on the generator. No issue with flow rate change at the start of the ablation. The irrigation issue was originally considered non-reportable, however, bwi became aware on 10-sep-2025 that the device was used on the patient and have reassessed the event as reportable. The awareness date for this record is 10-sep-2025.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 26-sep-2025. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The root cause of the irrigation tube folded was traced to the manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation issue (device used on patient)¿. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: operational problem identified (c13) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation issue (device used on patient)¿. In addition, biosense webster inc. Analysis finding of the ¿irrigation tube was found folded at the tip area¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).